Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report being hospitalized due to diabetic ketoacidosis. The customer could not recall her blood glucose reading at the time of admission. The customer also reported no delivery alarms while attempting to bolus. Troubleshooting was performed, and the insulin pump passed the prime test. The customer was unable to check the insulin pump settings at the time of the call. Nothing further was reported.